Event description:
Philips received a complaint by the customer on the v60 indicating that the unit does not stay in standby mode after the replacement of the flow sensor assembly. It was also reported there was patient involvement at the time the issue was discovered; however, there was no harm to the patient or user. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer called in to report that the unit did not stay in standby mode after replacing the flow sensor assembly. The rse confirmed that the unit had software 3.0 and the pneumatics average air showed -1.6 litres per minute (lpm) when set to 0 lpm in. The customer requested onsite service to troubleshoot for the cause and resolution. The onsite repair was later discontinued due to no response from the customer. The request for onsite service was discontinued due to no response from the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.